Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. The potential causes of the reportable error e433 are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). 7 - a defective motherboard (adc, permanent fault). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation as the biomedical engineer noted that the foot switch and generator unit are currently both plugged in and are working without errors. The biomedical engineer believes that the error likely occurred when the staff stacked the footswitches while stored on the cart and it was likely powered on before pulling them out. A review of the generator unit's service history indicated the unit was last repaired on (B)(6) 2014. The date of purchase was (B)(6) 2014. The root cause of the reported e433 error cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that during maintenance of the high frequency electro-surgical generator unit, an e433 error occurred on (B)(6) 2020. No harm or patient injury was reported.